Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display but, after reinserting battery the screen was beeping with a stuck button alarm. The customer's blood glucose was unknown. The insulin pump was not exposed to a change in altitude. Explained pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).